Manufacturer narrative:
Additional information was requested and on (B)(4) 2014, the following was provided by the distributor: the system was quite new and was never used since it was bought by the distributor. As the distributor was going to deliver to their customer this month, the distributor did a test and check on the system in their office on 17 oct 2014. The service module failed to work. The distributor found an aspirator sign on the right corner of display with an alarm tone. Also, the distributor got nothing when they tried to feel the suction on the output tube from the service module. From there, they did the troubleshooting process as reported. To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
This is the second of two reports (same incident, same reporter, different product ids). This report is in regards to the cusanxt1 (cusa ntx service module 115v). Once the system was turned on, there was an aspirator symbol alarm. It was also reported that they didn't hear any sound come out from the service module that indicated the pump was active. The user tried to cross check the following: a. Communication cable from service module to console was connected properly. B. The console ran properly except the service module. C. Voltage selection on service module was 230 v; standard in (B)(4). D. Fan on the service module was not active. The 24 v dc on pl5 connector was missing. E. Three fuses on the service module were fine. F. Connector pl8, didn't find any voltage either dc or ac. G. Pl15 was also no voltage.